Manufacturer narrative:
Corrected data: h1 (serious injury). This report is submitted to correct the type of reportable event in h1 to serious injury due to postponement of surgery.

Manufacturer narrative:
Device evaluation: investigation conclusion: the investigation of the returned stent system found that the stent was unable to fully open at the proximal and distal end during functional testing, which is consistent with the alleged product issue. The stent was found to have a long tantalum wire and an incorrect attachment pattern. These conditions would have contributed to the reported stent expansion issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the aforementioned stent conditions, but these conditions are consistent with a deviation in the manufacturing process and/or quality control inspections.

Manufacturer narrative:
Additional information has been requested regarding any additional surgery performed and patient outcome but has not been received. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that after dsa examination, the patient had a left internal carotid artery c6 segment aneurysm measuring 10mm x 8mm that the physician planned to treat with the flow diverter stent. After measuring the diameter of the blood vessel, the distal end of the tumor neck was 4.6mm and the proximal end was 5.1mm, the stent was selected. After the stent catheter was in place and the stent was delivered into place, the stent was slowly released and the distal end of the stent slowly opened in the initial section of m1 and slowly withdrawn. After the distal end of the stent was anchored, the stent continued to be released. Because the ocular artery was very curved, the stent could not open normally after release. The physician tried to gently push and pull the stent, but still would not open. The stent was then recovered and re-released but still would not open at the bend. After several failed attempts the stent was removed from the patient. Outside the patient, the stent was pushed out in salt water and the middle section of the stent was found to be deformed. Due to the patient old age and should not be anesthetized for too long, the physician terminated the procedure and decided to use other closed-mesh stents for further treatment after consultation with the patient's family. Additional information has been requested regarding any additional surgery performed and patient outcome but has not been received.

Manufacturer narrative:
The device evaluation and investigation are still ongoing. Additional supplemental report will be submitted upon completion of investigation. Additional information: h6, h11. Additional information has been received indicating additional surgery was performed on the patient on (B)(6) 2024 and used other brand device. The patient has recovered and was discharged from the hospital.